Event description:
This report summarizes 26 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, steer mechanism is difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
One device that was pending was evaluated and it was determined the device experienced brake/steer pedal is inoperable; must use alternate pedal, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 27 to 26. 2 devices are still pending evaluation.

Event description:
This report summarizes 24 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, steer mechanism is difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
The devices that were pending were evaluated and it was determined the devices experienced brake/steer pedal inoperable; must use alternate pedal, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 26 to 24.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 21 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 27 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, steer mechanism is difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.